Event description:
It was reported that during implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the field representative contacted technical services (ts) as the system impedance measured less than 30 ohms. The health care professional (hcp) confirmed that the patient condition includes fluid retention and the patient is rather small in stature. Ts discussed the low impedance is likely related to the patient condition. A 10 joule synchronized shock was performed and resulted in shock impedance of 25 ohms, which is low within normal range. In addition, defibrillation threshold (dft) testing was initiated, however, the patient could not be induced. The hcp decided to calculate the praetorian score and to take another x-ray. The x-ray images were then provided to ts and the ap image shows a good shock vector. The lateral image shows some distance between the sternum and the electrode coil. The praetorian score was calculated to be 50, which indicates a low risk of conversion failure. The dft test would be scheduled when the patient condition, including the fluid retention, has improved. The s-ICD system remains in service. No adverse patient effects were reported.